Event description:
Complainant alleged that while treating a pt in ventricular fibrillation, the device was charged to 120 joules and delivered the energy successfully. The pt's heart rhythm was converted to asystole. The crew performed their asystole resuscitation protocols and the pt's heart rhythm reverted back to ventricular fibrillation. The crew attempted to charge the device for a second shock, however the device internally dumped the energy before reaching the selected energy and displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there as no adverse effect to the pt due to the reported malfunction. During post incident testing at the customer facility, the device failed to charge and displayed a "pacer fault 117" message.